Event description:
Johnson & johnson has been informed of the intent for legal action or potential litigation, there is no other info available at this time. Based upon the attached file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis.

Manufacturer narrative:
Johnson & johnson has been informed of the intent for legal action or potential litigation, there is no other info available at this time. Based upon the attached file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis. The prod/s remain implanted in the pt and are thus not available for eval. A review of the mfg records could not be conducted without a lot number. Thrombotic events are a known potential adverse event following stent implantation. Based on the limited info provided and without the prod/s available for analysis, it is no possible to draw a conclusion about a clinical relationship between the device and the event. Please note that this is the initial/final report for this prod.